Event description:
The physician stated that he experienced a second-degree burn on his finger when the adhesive came into contact with his blood-covered glove which was worn during a surgical procedure. The physician experienced an exothermic reaction when the adhesive came into contact with his glove, but continued working through the surgery. After completion of the surgery and removal of the glove, the physician indicated that he experienced a second-degree burn which took a few weeks to heal. No medical intervention was required.

Manufacturer narrative:
This complaint will be included in trending analysis to determine if addiitional action is needed. No end-user sample of the product was provided when requested. However, retained samples are being submitted for full panel testing. Simulated testing is underway to replicate the conditions and determine the cause.